Event description:
Patient was revised to address dislocation due to falls. Update: on (B)(6) 2012, it was discovered that this revision was actually a shoulder revision, rather than a hip, and product/lot information was determined, as well as date of implant.

Event description:
Patient was revised to address dislocation due to falls.

Manufacturer narrative:
The investigation has been reopened because it has been determined this was a shoulder revision, rather than a hip revision. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: on (B)(6) 2012, it was discovered that this revision was actually a shoulder revision, rather than a hip, and product/lot information was determined, as well as date of implant. The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. Provided information states the dislocation was due to falls. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.